Event description:
On (B) (6) 2006, a tandem cuff aus device was implanted. Info discovered during a review of the pt's surgical history on (B) (6) 2010 indicates info was received on (B) (6) 2006 which indicated a 4.0cm cuff was removed on (B) (6) 2006 and replaced with a 4.5cm cuff due to retention.